Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support (mcs) and developed a hematoma requiring intervention with device removal. The patient was scheduled as an inpatient left and right heart catheterization. The patient became hypotensive. Catheterization revealed proximal chronic total occlusion of the right coronary artery with collateralized to the left system. The distal main had an 80% lesion and diffused disease, severe mitral valve regurgitation, mild aorta regurgitation and atrial septal defect (asd). The decision was made to place an impella cp device, which was successfully completed and consult with cardiothoracic surgery for coronary artery bypass graft, mitral valve replacement and potential asd repair. The patient was transferred to the unit in stable condition. The patient developed a hematoma in the groin and manual pressure was applied. The next day, it was noted the access site hematoma was still being managed and the issue was unable to be controlled even after several dressing changes and angle managing by the physician. Consequently, the impella cp was explanted. The status of the patient following the event was indicated as unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿